Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the (B)(6) during a revision surgery for an extrusion of the conductor link into the external auditory canal, it was observed by the surgeon that a cholesteatoma had reoccurred in the mastoidectomy. The surgeon decided to explant the vorp and implant a bci.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the user report the device was explanted for device unrelated medical reasons. During a revision surgery for an extrusion of the conductor link into the external auditory canal, it was observed by the surgeon that a cholesteatoma had reoccured in the mastoidectomy. Additionally the user was unsatisfied with the device due to unknown reasons. Therefore, the surgeon decided to explant the device and re-implant the user with a bci.

Event description:
Information stated that the user was not using the device (unclear since when) because she was unsatisfied and wanted to be reimplanted. However, the user was not attending the programming appointments, despite being offered in order to improve the situation. During a revision surgery for an initial extrusion of the conductor link in the external canal, a cholesteatoma reoccurrence in the mastoidectomy was observed by the surgeon, therefore the surgeon decided to explant the vorp and implant a bone conduction implant (bci). As per the device explantation report form, the conductor link was only partially extruded in the canal and the floating mass transducer (fmt) was observed not be moved at all. The bci was activated and the user is satisfied with the new device.